Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture in all configurations. The physician performed a fluoroscopy and confirmed was in its correct position. The physician elected to program the device to rv stimulation only. The patient did not experience any complications. No additional information was reported.